Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the bending section cover was found leaking due to a cut/pinhole. The air/water cylinder was also found leaking. The evaluation identified the air/water nozzle found clogged with foreign material. Additionally, the light guide fibers were broken, buckles on the insertion tube (below protector boot), paint peeling from the air/water nut, staining/chemical damage on the universal cord, scope connector is corroded (internal and external), horizontal lines on the image, air/water function failed, suction is below standard specifications, cut on switch button (1) cover, and forceps movement failed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed via service inquiry that the customer evis exera ii gastrointestinal videoscope was ¿received with leakage¿ during reprocessing. The device was returned for service/repair. Upon inspecting and testing, the air/water nozzle was found clogged with foreign material. This report is being submitted to capture the clogged nozzle with foreign material. No patient involvement or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the watertight packing, silicone adhesive, or silicone parts of peripheral device were broken and entered the channel and clogged in the nozzle. The event can be detected/prevented by following the instructions for use (IFU) which state: -inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system * inspection of the air-feeding function * inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.